Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicate the patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy restored post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an unrelated surgery and soon after the ipg stopped communicating with external devices. A company manufacturer met with the patient and confirmed that the ipg was inoperable. Troubleshooting was attempted to no avail. Surgical intervention may be pending to address the issue.